Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder did not annunciate at the appropriate time. There was no reported impact to the customer's blood glucose level. Although requested, the customer did not respond to tandem technical support's attempts to upload the pump data.